Manufacturer narrative:
(B)(4) initial report. Device details, patient medical history, post primary and pre-revision x-rays and explant have been requested in order to progress with the investigation. Device manufacturing records will be reviewed.

Event description:
Revision of cormet optimom head after 6 years, 6 months, due to pain.